Event description:
It was reported to philips that the device was dropped and will not pass the leakage test. It does pass the other checks and calibrations. There was no reported patient involvement.